Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted a false pause episode on the implantable cardiac monitor due to undersensing. The baseline shifted significantly and the signal clipped off the display which led to the pause episode. The patient would be followed normally without changes.